Event description:
It was reported that during a bowel anastomosis, while assembling scalpel to this handpiece, it is showing tightening assembly. Both new probe and handpiece were changed, but its not working. Finally we changed both new probe and new handpiece and its working. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v94u49. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the 4-40 stud broken and the nose cone cracked and the mount was noted to be loose. In addition, coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used.